Event description:
The customer reported that during a routine check of the iabp, on power-up, the unit failed self test and generated an electrical test fails code #5 (68020 code transfer to dram did not verify correctly). Message was printed on recorder and display remained blank. No patient was involved.

Manufacturer narrative:
The company representative observed that the datasette (0670-00-0670) was not seated in the connector. He reseated the datasette and the pump powered up normally. The company representative observed there was still no audio from the speaker. Speaker tested functional with an ohmeter. The company representative replaced the main board (part number 0670-00-0788). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).